Event description:
It was reported that a stent assisted coiling procedure was performed in a patient. During the procedure after the physician deployed the subject stent, there was some resistance noted when trying to track the microcatheter back over the subject stent delivery wire, so the petals of the delivery wire were very gently pulled into the subject stent. At this point in the procedure the subject stent "jumped" back from its distal landing zone. The physician performed an angiograph to check the subject stent position and, it was noted that the subject stent was still covering the neck of the aneurysm, so he proceeded to remove the subject stent delivery wire. Unfortunately, the subject stent 'jumped' back even further and was no longer covering the neck of the aneurysm. No further treatment was performed. The physician is following-up with the patient closely. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer as the subject device was implanted inside the patient's vasculature.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the device was confirmed to be in good condition prior to use, preparation/set-up was performed as per the dfu, continuous flush was maintained for the duration of the procedure, moderate to severe vessel tortuosity was reported, 2 non-stryker microcatheter were used in conjunction with the subject device, the size of the stent was appropriate for the treatment site (ica aneurysm), the stent delivery microcatheter was retracted in a continuous movement while maintaining the position of the stent delivery wire, no damage was noted to the stent or sdw during the procedure, no excessive force was applied at any point while advancing the stent within the microcatheter, and the stent was fully deployed and its position was confirmed under fluoroscopy. While there are a number of potential causes for the reported issue 'stent dislodged/migrated', because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that a stent assisted coiling procedure was performed in a patient. During the procedure after the physician deployed the subject stent, there was some resistance noted when trying to track the microcatheter back over the subject stent delivery wire, so the petals of the delivery wire were very gently pulled into the subject stent. At this point in the procedure the subject stent "jumped" back from its distal landing zone. The physician performed an angiograph to check the subject stent position and, it was noted that the subject stent was still covering the neck of the aneurysm, so he proceeded to remove the subject stent delivery wire. Unfortunately, the subject stent 'jumped' back even further and was no longer covering the neck of the aneurysm. No further treatment was performed. The physician is following-up with the patient closely. No clinical consequences were reported to the patient due to this event.